Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06501. It was reported the patient was experiencing unwanted rib stimulation. The patient underwent surgical intervention where the surgeon explanted both scs octrode leads and the scs ipg. There were no reported issues with the ipg. The leads were replaced with a scs penta lead and new scs ipg was implanted. The patient was receiving effective stimulation post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.